Manufacturer narrative:
Inspection of right caster fork shown a clean break of the fork arm from the stem. There weren't any signs of material deterioration which would indicate a manufacturing deficiency. Further interviews with the end user revealed that the component failure were caused by the clients usage at the time of the event. Client reported having approached a large dip in the pavement while traversing at a high rate of speed. Client admitted that the speed at which he was driving and the angle at which he hit the surface deviation was the contributing factor of the failure of the component.

Manufacturer narrative:
The DHR for this chair was reviewed; the device met all specifications prior to distribution. The reported failed component (wheel fork) has not been made available by the end user. Chair has been repaired with replacement part and client is currently using the device. Once failed component is made available, it will be returned to parent company for additional analysis. A follow-up report will be submitted upon receipt of analysis report from parent company.

Event description:
Reported that while client was exiting his driveway on to the street, the left front wheel fork broke, causing the chair to dip down. This incident allowed the client to fall foward, out of the seating and on to the street resulting in bodily injuries.